Event description:
A nurse reported that following an intraocular lens (iol) implant surgery, a patient could not see well. The lens was exchanged. Additional information has been requested.

Manufacturer narrative:
Evaluation summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).